Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was returned for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was filled with air and leak tested under water. A leak was discovered coming from the welding between the bag ports. This confirmed the reported condition. Closer visual inspection revealed a lack of welding. The cause was determined to be due to a manufacturing issue. To address this issue, a CAPA has been opened. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review will be performed.  If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted. The sample is reported to be available for evaluation. If the sample is received or additional relevant information becomes available, a supplemental report will be submitted.

Event description:
It was reported that an oxygen barrier (multilayer) parenteral nutrition container had a hole near the ports. There was no patient involvement. No additional information is available. This is report 1 of 4.